Event description:
It was reported that pump insulin gauge displayed an amount different than expected, with fill estimate stuck at 55 units despite insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer was educated that this could occur due to large differences in measured pressures used to estimate remaining insulin and was informed that once actual insulin amount matched static display, fill estimate would begin counting down normally, and customer understood and acknowledged instructions.